Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the pessary string pulled out during removal and she had to go to urgent care to have the pessary removed. Consumer was bleeding while attempting to remove the bladder support herself. Consumer has fully recovered.